Event description:
During hvli testing, high voltage lead impedance measured low as well as intermittent normal values. Threshold, pacing impedance and signal amplitude were all normal. A high energy shock could not be performed through the lead. An insulation break is sispected; however, fluoroscopy was inconclusive. The physician elected to discharge the patient with tachy therapies turned off until he could do the procedure.

Manufacturer narrative:
No medwatch form was received.